Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the insulin pump was crack at the reservoir part and went blank after shower. Customer stated that the insulin pump gave rewind alert it went blank after changing the battery still issue was not resolve. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test. The unit was unable the pass the self test due to pump error 75 occurring. Successfully downloaded history files and traces using thus. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcb 1, the pump was monitored and did not function properly. Unable to view history file or trace files for pump error 75 as unit was unable to save data. Unable to test the j-6 replacement due to moisture damage. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, pillowing keypad overlay, cracked case (battery tube). Exposed to moisture is found confirmed due to moisture damage on pcb1, pcb2, motor force sensor. As a result, pump error 25 is confirmed due to severe moisture damage. Pump error 75 is confirmed due to a consequence of exposed to moisture. Cosmetic damage was not confirmed at reservoir compartment. Additional cosmetic damages were noted on unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.